Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009050, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009050". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009050 was manufactured according to the work instructions (wi) version 81 packaging in the multivac 09, on 16/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced packaging issue on (B)(6) 2025. The patient reported that the packaging was not sealed properly, it was misshaped or sterile packaging not intact. No further information available.